Event description:
It was reported that ext set .2 mf low sorb tubing was damaged and leaked. The following information was provided by the initial reporter: material #: 10013902, batch/lot #: 20055645. It was reported that there have been some tubing failures that have resulted in chemo leakage. Verbatim: I hope this email finds you well. We are struggling with some tubing failures and have had way too many chemo leaks as a result.

Manufacturer narrative:
H6: investigation summary: two unused infusion sets with filter material #: (B)(4) batch/lot #: 20055645 were provided by customer. The original complaint was of a set matching the same batch with issues of leakage from the filter. Photos were provided by customer which verified the complaint of leakage.. The two received sets were tested with infusion of blue dye solution. The male luer end was then occluded and blue dye was then injected into the smartsites in effort to force the gaskets on filter to blow out. The filters retained integrity and the root cause of this failure remains unknown. It is to be known though, that when administering different nutrients through filtered sets, that sets must be switched in shorter intervals than those of regular soluble medications/ saline solutions. This complaint and the one submitted like it all dealt with tpn and this is also a nutrient which will shorten the period in which set is to be active with patient. When lipids are administered, the set should be swapped every 12 hrs. Check with customer advocacy to determine the recommended time for a given medication when using filtered sets. A device history record review for model 10013902 lot number 20055645 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that ext set .2 mf low sorb tubing was damaged and leaked. The following information was provided by the initial reporter: material #: 10013902 batch/lot #: 20055645. It was reported that there have been some tubing failures that have resulted in chemo leakage. Verbatim: I hope this email finds you well. We are struggling with some tubing failures and have had way too many chemo leaks as a result.